Manufacturer narrative:
Updated fields - b4, e1(event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - d5, e1(initial reporter), e2, e3, e4, g2, h6(medical device ¿ problem code). No repair or other information is available. In future if we receive any new information will reopen and update the investigation.

Manufacturer narrative:
Updated fields: b4,g6,h2,h6(medical device ¿ problem code, investigation findings, investigation conclusions, component codes, health effect ¿ impact codes, investigation conclusions ),h11 it was reported that during the coiled cable field action by the getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) compressor motor not functioning. No patient involved and no harm reported. Unit failed after coiled cable fa, unit would turn on with a fiber modular error, and compressor failure. Fse replaced fiber optic sensor assembly, fiber optic cable, fiber optic assembly and coil cord cable. For compressor motor repair information or other details not available, how the issue got resolved. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. This was a service goodwill repair.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the coiled cable field action cardiosave intra-aortic balloon pump (iabp) compressor motor not functioning. No patient involved.